Event description:
It was reported that a device is alarming system error 105. It was also reported that there was no known pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 reproduced and confirmed through eval. This error message was caused by a partially dislodged component on the input/output printed circuit board. The input/output printed circuit board was replaced.